Event description:
Event description cpi received information that this endocardial lead was removed from service due to oversensing. An insvasive procedure was performed and the physician found an insulation break. The lead system and implantable cardiovertor defibrillator (ICD) were replaced at this time.